Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 26 mg/dl. The customer stated that he was driving, and was involved in a vehicle accident prior to the hospitalization. The customer stated that he woke up that morning with a blood glucose of 26 mg/dl, and forgot to treat it before getting in his car. While he was driving, he bottomed out and swerved in front of an 18 wheeler, causing a major accident. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer doesn't use the bolus wizard, and he adjusts his basal rates daily. The customer also stated that the insulin pump had been exposed to security scanners at an airport. The customer mentioned that he experienced low blood glucose levels again today, and was treated by the paramedics. The reported blood glucose reading was 44 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.